Event description:
Health care professional at center reports 3 fiber leaks noted by visible blood noted in the dialysate during pt use. The treatment was stopped at the time the leak was noted and a new dialyzer and blood lines were used to continue the treatments. The health care professional reports an estimated blood loss of 200cc for each occurrence and no pt injury. The health care professional reports all dialyzers reused between 9-10 times.